Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with the stent dislodged and resting on the lumen 2mm over the distal markerband and 4mm distal to the proximal markerband. The stent was damaged along it's entire length. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The tip of the device was damaged with a small section of the tip detached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was further reported that the stent was noted to be loose on the stent delivery system (sds) balloon, and was intentionally removed from the sds by the physician.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. While preparing to introduce the 4.00x16mm promus element stent delivery system (sds) it was noted that the stent dislodged from the balloon. The device never entered the patient. The procedure was successfully completed with a different device. It was reported that the "patient was stable and safe during all the procedure with no patient complications reported." This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. While preparing to introduce the 4.00x16mm promus element stent delivery system (sds) it was noted that the stent dislodged from the balloon. The device never entered the patient. The procedure was successfully completed with a different device. It was reported that the "patient was stable and safe during all the procedure with no patient complications reported."